Manufacturer narrative:
We have now concluded our investigation into this complaint. The batch records were reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of its finished product specification. There was no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. No complaint sample was available for assessment but a review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. Clinically relevant documentation was not provided, so, a thorough medical investigation could not be performed and a causal relationship could not be established. It is unknown how many days were in between dressing changes. As part of the investigation, the test results for the stripping load at the time of release, were reviewed and found to be within specification. The database of change controls for the allevyn product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. The investigation result does not find any fault in the manufacturing process so no action is required at present. Should a sample become available, the investigation may be re opened. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: patient information. Surgical procedure/post-operative care review. Device labeling (including technique guides, ifus, etc.) Clinically relevant documentation was not provided, therefore, a thorough medical investigation could not be performed and a causal relationship could not be established. It is unknown how many days were in-between dressing changes. The IFU states the dressing may be left in place up to 5 days and lists precautions which include possible skin stripping of fragile skin. It was communicated that the patient was improving without medical intervention and no further patient impact is expected. No further medical assessment is warranted at this time.

Event description:
It was reported that the product is tearing off the upper layers of the skin damaging the epidermis.